Event description:
It was reported that during a posterior urethroplasty and subtotal perineal prostatectomy procedure it was discovered that there was a urethral stricture extending to the prostatic urethra just distal to "likely veru." The urethra was dissected to the "viable urethra to perform a primary repair." The "wide/patent bladder neck" was fixed and while following the skin incision and during dissection of the urethra it was noted that the invance sling "did not appear to be placing any tension on the urethra itself." The invance sling was completely removed." No add'l patient complications were reported. Reference importer number: (B)(4).

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.